Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's egv on the tandem t:slim x2 insulin pump was 286 mg/dl at 4pm. She experienced symptoms like confusion, increased thirst, dizziness and body weakness and unconsciousness. Paramedics arrived and took her blood glucose around 4:15pm and it was 486mg/dl. She was diagnosed with diabetes ketoacidosis and treated with IV insulin. She was discharged after being hospitalized for 7 days on (B)(6) 2025. The patient mentioned she is doing fine but not yet fully recovered from the incident. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.